Event description:
Litigation papers allege the patient suffered injuries and continues to suffer from injuries and damages of a permanent and lasting nature and discomfort. **update** (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified dob, part/lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.